Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Septic infection is reported under manufacturer report (B)(4).

Event description:
It was reported that the patient was admitted for septic infection, system was explanted and the patient was fine post procedure. Few days later, it was reported that the patient expired. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.